Event description:
This is being reported as an adverse even because the complaint originated from an attorney. It is not known what the patient was originally treated for. Two devices were implanted on (B)(6) 2014. No additional information was provided. The complaint via the attorney was that the patient suffered an injury (unspecified). It is not known when the event occurred. It is not known what the patient's current is. No information has been confirmed by a health care professional. (Because two devices were implanted a second report has been generated - 3004170064-2014-00136).